Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a power error detected alarm. The customer¿s blood glucose was 145 mg/dl. Troubleshooting was performed for power error detected alarm and noticed this was the second call power error detected within 4 hours of troubleshooting the previous occurrence. Sending replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed active current measurement and displacement test. Device received power error due to j6 connector resistance issue. Device failed sleep current measurement due to unexpected battery power loss and pump power error. Analysis identified product does not meet specification.